Event description:
It was reported that when the port was implanted, the user found "the connector for the port was not tight enough and air was passing through." This occurred following implant. As a result of this, the port was explanted and there were no associated pt complications.